Event description:
A malfunction alarm (malf 12) was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer with the reset process, which resolved the issue.